Manufacturer narrative:
Result: siderail, timing link, cracked siderail panels.

Event description:
It was reported by svc report that the footend right siderail would not latch. It was further reported that the siderail panels were severely cracked. No pt involvement or adverse consequences are reported.